Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the one day post implant device check, it was noted that the right ventricular lead exhibited intermittent loss of capture, lead dislodgement was suspected. The physician elected to explanted and replace the lead. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.